Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had overfilled the cartridge. Tandem technical support educated the customer that the cartridge can hold up to 300 units (3.0 ml) of insulin. Customer continued to use the cartridge for insulin therapy. There was no reported adverse impact to the customer.